Manufacturer narrative:
Product event summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patients' pre-existing histories and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patients' complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Referenced article: european journal of medical research article name: resternotomy does not adversely affect outcome after left ventricular assist device implantation by: maria papathanasiou, loukas tsourelis, nikolaus pizanis, achim koch, markus kamler, tienush rassaf and peter luedike doi: doi 10.1186/s40001-017-0289-2. If information is provided in the future, a supplemental report will be issued.

Event description:
An article was received that discussed a study involving consecutive adult patients implanted with ventricular assist device (vad) I mplantation in a retrospective, single study analysis. The authors compared outcomes between patients who had had a previous sternotomy with those who had not. One hundred and twelve patients were implanted with heartware devices between december 2010 and june 2016. At six months post-implant, 47 of the 112 patients are reported to have expired. This included twelve patients (of a total of 24) in the resternotomy group and 35 (of a total 88) in the primary sternotomy group. The authors concluded that the implantation of intrapericardial continuous-flow left vad through medial re-do sternotomy, although technically challenging, is not associated with higher rates of perioperative complications, longer hospital stay, and worse survival.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.